Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use during a procedure performed on (B)(6), 2019. According to the complainant, during preparation, it was noticed that the brush was broken when it was tested prior to operation. Reportedly, the device was never used inside the patient. The procedure was completed with another rx cytology brush. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.